Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was unknown. On the same day as onset, the patient was evaluated in the emergency room and was hospitalized due to the peritonitis. On an unreported date during hospitalization, the patient began treatment for the peritonitis with unknown antibiotics intraperitoneally (doses, frequencies and routes were not reported). Six days after being admitted, the patient was discharged from the hospital at which time the antibiotic treatment continued for eight more days. On an unreported date in the same month as onset, the patient was recovered from the peritonitis event. At the time of this report, dianeal therapy was ongoing. No additional information is available.